Manufacturer narrative:
(B)(4). Event problem and evaluation codes: patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a phone malfunction occurred. Data was evaluated and early sensor expiration was confirmed. The probable cause was determined to be potential patient misuse. No injury or medical intervention was reported.